Event description:
First case of the day, the pt was located in the induction room and was intubated. The pt was covered with a drape to install a central venous pressure catheter. The user turned up the fresh gas and selected volume mode of ventilation. The user noted that a third party monitor began to indicate that the spo2 concentration for the pt began to fall and a cardiac monitor began posting alarms. It was reported that the pt appeared blue. The pt was transferred to the operating room anesthesia machine for surgery. No pt injury.